Event description:
The dr inserted in 6283-6-525 acetabular liner with an acetabular impactor (28mm). He checked to see if insert was seated with a crigle type instrument. The liner was deemed to be seated. He then fixed the 6284-0-328 femoral head to the precision long stem femoral component. The leg was then reduced and the 6283-6-525 popped out of the acetabular shell. The process was attempted two more times without success. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary eval: the eval results, although perhaps inconclusive in the absence of the event acetabular shell, could not verify the complaint & suggest that this event is not device related.